Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic partial lung resection, with the second reload. Firing was not formed on both sides of the staple and bleeding occurred. There also was incomplete staple line on the center part. The event resulted to tissue damage, which was resolved by additional resection and re-firing using another reload and the same handle.